Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support on how to reset the pump, successfully followed the instructions, and was able to continue using the pump without any recurrence of the malfunction code.